Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: - the screen is dark and the ventilator alarms for error read hardware component eeprom. - this occurrence was noticed during powering up for self-test. - there is no patient involvement reported. - there was no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: the screen is dark and the ventilator alarms for error read hardware component eeprom. This occurrence was noticed during powering up for self-test. There is no patient involvement reported.- there was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During initial boot the ventilator would not complete boot, alarming with eeprom error (technical failure). This issue was discovered during initial boot up with no patient involved that was conducted during a preventive maintenance. Consequently, the event did not cause or contributed to a death or serious injury of a patient. From the user of the affected device, there was no information about any issue with the ventilator. During the preventive maintenance, the logfiles were extracted and analyzed. The device itself was also checked. The coming technical faults are the result of this smbus reading issue. According to investigation conducted by our local representative of hamilton medical, replacement of the pressure sensor assembly solved the issue. As determined to be a defective pressure sensor assembly. After replacing the pressure sensor assembly, the device was found to be functional and was released for use.

Event description:
The following was reported to hamilton medical ag: - the screen is dark and the ventilator alarms for error read hardware component eeprom. - this occurrence was noticed during powering up for self-test. - there is no patient involvement reported. - there was no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.